Event description:
Edwards received notification of a pascal in mitral procedure where air bubbles were seen upon insertion of the device. A pascal ace was inserted past the seals, aspiration and flush performed per protocol, when more air bubbles than normal were noticed. The stopcocks were checked on the guide and steerable, the suture locks and white cap were tight on the implant handle. La pressure monitoring was used. The physician declined to change out devices. The device was in the patient for around 25 minutes when air bubbles were seen coming from either the steerable catheter or implant catheter in waves. Two more ace devices were used in the same guide sheath with no air bubble issues. Per cs (clinical specialist), a stroke was noticed right away and had some lasting complications. Treatment for stroke is unknown at this time. The patient was therapeutic with act throughout the procedure. The procedure was completed, and the mr (mitral regurgitation) was reduced from severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious (important medical events) - stroke/cva.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. H6 type of investigation: labeling review. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. The complaint was confirmed; however, no manufacturing non-conformities could be identified from the device history record review or returned imaging. Potential root causes may include a potential defect with the device, air from a non-pascal source, or variation in device preparation or procedural use. However, as no device was returned and returned imaging was inconclusive, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint events were identified. Since no edwards defect was identified, corrective or preventative actions are not required.